Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient the epg suddenly powered off. This resulted in the patient fainting on their bed. Since the event occurred on the bed, no trauma was found. After syncope developed, the patient's heart rate was about 20 bpm (beats per minute), so pacing was resumed after turning off the power once and turning it back on with the same battery. The epg was returned for servicing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: normal operation was confirmed at reception. Customer comment was not confirmed with steady state operating test. Lower case was cracked. A battery included in a parcel was not recommended one. Lower case and serial label were replaced. The epg case was opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed with test console. The device passed all final functional tests. A service label was attached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.